Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: mechanical failure of ulnar component in a previously revised elbow, history of muscle flap overlying elbow, significant pain, ¿65 year old female with cement allergy¿. General anesthesia. Surgical incision in posterior aspect utilized. Muscle flap in place overlying direct approach, therefore, came around medially to elevate the muscle flap without damaging the vascular pedicle. Ulnar component grossly loose. Absence of the olecranon. 3rd generation cement technique used. Muscle flap closed in a layered fashion, no intra-op complications/events. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item name: articulation kit size 4 1 axle pin, 1 humeral bearing a, 2 ulnar bearings b sterile product do not resterilize; item number: 00840009400; lot: 64295459. Item name: ulnar component plasma sprayed size 4 75 mm length right for cemented use only; item number: 00840002407; lot: 64264471. Item name: humeral screw kit 2 humeral screws; item number: 00840009000; lot: 64302321. Item name: humeral component plasma sprayed size 4 100 mm length for cemented use only; item number: 00840004410; lot: 64290038. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had a right total elbow arthroplasty. Subsequently developed significant pain and underwent a revision due to loosening. The cemented humeral component remained implanted, while the cemented ulna, humeral screws, and articulation kit were all revised without complications. Approximately 3 years and 5 months post-implantation. Attempts have been made and all additional information received has been included in this report.